Event description:
The diabetes educator reported that the pump did not power on. The patient tried three different batteries and the pump did not power on. The pump has reportedly been used for two to three years. There was no structural damage to the battery cap or battery compartment. There was no visible corrosion in the battery compartment. The issue was not resolved. This complaint is being reported because the alleged power issue was not resolved through troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.